Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient had a fall a couple of weeks prior to report and since then they had not been able to communicate to their implantable neurostimulator (ins) with the programmer or recharger. The representative was also unable to communicate using the clinician programmer. The patient was not feeling the stimulation and last time the patient had charged the ins was the day prior to their fall. It was noted that the patient charged the ins once a week. The patient had tried to communicate the day after the fall and was unable to (lost communication at that time). Follow up information received from the representative on (B)(6) 2016 reported that they were unable to ¿jump start¿ the patient¿s ins the day of their appointment as they had their young son with them and could not stay. The patient was to call to set up another appointment but had not done so. The representative was going to follow up with the patient. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.